Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided images provided is consistent with the instrument breakage that was reported. The root cause of the failure mode cannot be confirmed without the returned device. A review of the video clip was conducted. The following information was provided: the video showed a breakage of the shaft and the wrist. The jaws remained intact. An instrument log review was performed. The instrument was last used on (B)(6) 2022 on system (B)(4). The maryland bipolar forceps instrument (part 471172-16/k10210913-0063) has 0 uses remaining after last use. The instrument had a maximum of 14 uses. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the maryland bipolar instrument broke in the patient. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called during the procedure to report the issue. The distal part of the instrument came apart and all pieces were retrieved. The csr reported that the customer had to remove the cannula, arm and instrument all together, in order to remove the instrument, and had to further damage to the distal end of the instrument to remove it from the cannula. The isi technical service engineer (tse) advised the csr to ensure that the customer returns the instrument for failure analysis. The procedure was completed using a backup instrument. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Failure analysis completed the investigation of the maryland bipolar forceps instrument. The instrument was found to have the main tube broken. A piece measuring proximately 0.329¿ x 1.524¿ was not returned with the instrument. Additional observation(s) related to the customer reported complaint were also identified. The instrument was found with a missing bipolar yaw pulley grip assembly.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected data can be found in h6 fields. Further failure analysis (fa) investigation was performed. The main tube was confirmed to be broken at the distal end. As mentioned in the complaint, the customer had to do more damage to the distal end of the instrument in order to remove the instrument from the cannula. Therefore, per fa, the missing yaw pulley likely occurred at that time.

Event description:
Refer to h10/h11 for follow-up information.